Event description:
Postoperative the surgeon realized that the instruments used to prepare the ulna were not used properly. Subsequently a revision will be necessary.

Event description:
Postoperative the surgeon realized that the instruments used to prepare the ulna were not used properly. Subsequently a revision will be necessary.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
A review of the provided medical records and x-rays by a clinical consultant indicated there is no evidence that this clinical situation was the result of factors of faulty prosthetic design, manufacturing, or materials. The event was confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for this lot. The investigation concluded that the reported event is not related to manufacturing factors. Rather, it is user related.